Event description:
It was reported that this patient presented to the emergency room (ER) for receiving an inappropriate shock due to oversensing of non-physiological noise from this subcutaneous implantable cardioverter defibrillator (s-ICD) system. Technical services (ts) analyzed device episode data and found additional untreated episodes with the noise and low amplitude signal. Ts recommended isometric testing in the secondary vector. Subsequently, isometric testing was done, and the secondary vector was clean. It was noted that the device will be reprogrammed to the secondary vector and monitored further. No additional adverse patient effects were reported. Currently, this s-ICD remains in service.